Event description:
(B)(6) called to report that unit 1280 was reported that it would not cool and water did not circulate. (B)(6) was the perfusionist that had (B)(6) give us a call. (B)(6) the quest tech and (B)(6) troubleshot over the phone and discovered that the circ motor was off and the unit only needed to be purged. (B)(6) then did a wet lab and confirmed that console 1280 was cooling and fully operational. The hospital's risk management department was alerted to the situation; it is (B)(6) standard protocol to have the manufacturer check and clear the equipment for use.

Manufacturer narrative:
(B)(4).